Manufacturer narrative:
Medwatch mw5085315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgical procedure during which a nanocross 2.5mmx120mm balloon ruptured during inflation and upon removal. The distal marker did not come out with the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.